Manufacturer narrative:
(B)(4) b3: event date is the publication date of the article. G2: kennedy m, terner b, gwam c, schwarzkopf r. Comparison of short-term outcomes and survivorship of three modular dual mobility implants in primary total hip surgery. J clin med. 2025 oct 1;14(19):6977. Doi: 10.3390/jcm14196977. Pmid: 41096057; pmcid: pmc12524843. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The journal article reported 1 patient was revised due to acetabular periprosthetic fracture. Due diligence is complete as multiple attempts were made; however, no further information is available.

Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.